Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide catheter: amplatz al1 7f. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for a stent graft leak reported from this lot. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, states: do not exceed the rbp. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a ruptured saphenous vein graft (svg) to the obtuse marginal (om) artery. The svg to the om/left circumflex coronary artery was cannulated using a 7f non-abbott guide catheter. An unspecified guide wire was advanced and crossed the ruptured area into the distal vessel. A 4.00x26 mm graftmaster rx stent system was advanced, the balloon was inflated to 22 atmospheres (atm), and the stent was deployed in the mid-portion of the ruptured graft site and the rupture did not seal. There was incomplete coverage in the proximal part of the ruptured graft with continued free-flowing contrast. A 4.00x19 mm graftmaster rx stent system was advanced, the balloon was inflated to 22 atm, and the stent was placed at the proximal edge of the previously deployed 4.00x26 mm graftmaster stent. The perforation was completely sealed with no extravasation of the contrast. Thrombolysis in myocardial infarction (timi) 3 flow was achieved. Intravascular ultrasound was performed and there was excellent deployment of the graftmaster stents both in the distal as well as in the proximal portion. There was no adverse patient sequela. There was no clinically significant delay in the procedure due to the 4.0x26 mm graftmaster rx stent not fully sealing the perforation. No additional information was provided.